Event description:
It was reported that the patient underwent an initial hip arthroplasty. The same day, the patient¿s hip dislocated, and the surgeon decided to revise the patient the same day. The head, liner, and stem were exchanged.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Updated: d4, d6a, g3, g6, h2, h3, h4, h6. No product was returned for evaluation. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records/radiographs were provided and reviewed by a health care professional. Images assessed, not sending to mmi for per states dislocation to be left hip. Images are of native left hip, sending images would not enhance the investigation. A definitive root cause cannot be determined. Unable to confirm the event. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: 650-0660 delta ceramic fem hd 36/- 3mm 3193634. 51-104130 tprlc 133 t1 pps ho 13x146mm 7598130. 00-6250-065-50 trilogy bone scr 6.5x50 j7689433. 010001002 g7 screw 6.5mm x 45mm 7389744. 110010266 g7 osseoti multihole 56mm f 65401383. 00-6250-065-60 trilogy bone scr 6.5x60 66540083. 00-6250-065-70 bone scr 6.5x70 self tap 63469619. 98-b001-009-41 pr prm st/g7 cp/ve ln/cer. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty on an unknown date. Subsequently, the patient was revised due to dislocation. The acetabular component and liner were exchanged.